Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported the last time they went to their doctor's office they told to their hcp that they are getting 'shock and stuff' with the stimulator and was told that they just need to adjust it. Pt mentioned they ended up in the hospital and someone 'ran over there' to adjust it. When asked for event date pt said they can't remember. Pt inquired about having the implant taken out because it's not working and 'it's bad'. Pt also said they don't have coverage or insurance anymore. Pt said they can't turn on the stimulator because if they do it 'shocked' them. Patient was redirected to their hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.